Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge eye station converts an existing fundus camera or slit lamp to a fully-digital system that produces journal quality images. With solutions up to 18 megapixels the image quality quality can be improved without replacing your fundus camera, allowing to more efficiently diagnose a patient. The customer filed an issue for a patient where the images are loading correctly but become very dark. The poor quality of the images prevents the doctor's abillity to perform progression analysis properly and ultimately the patient diagnosis. (B)(4).